Event description:
On 4/19/02 baxter received a report from a plasma center of a donor that was sent to the emergency room due to the donor voiding red urine after a plasmapheresis procedure. Plasma center phlebotomist provided the following information regarding the events of the donation. During the plasmapheresis procedure an hb detect alarm occurred on the auto-c. The phlebotomist halted the procedure and changed the disposable set to continue collecting plasma. The second set was installed on the auto-c, however per phlebotomist, the set was not correctly installed. Consequently, the procedure was terminated without reinfusion of approximately 63ml of concentrated red blood cells. During saline infusion the donor mentioned that they had stomach pain which was not severe just "weird". Prior to donor leaving the facility they used the restroom at which time they noticed their urine was "bloody". Donor was directed to the center nurse. Examination by nurse revealed no further pain, vital signs were stable, speech clear, gait stable, no diaphoresis. Donor was transported to local ER for examination. Donor was released from ER as donor had a meeting to attend. Donor left with no pain present and in good condition. Donor returned on the following day at which time the ER provided the donor with a provisional diagnosis of acute hematuria with dilated l ureter palpable ureteral colei, "probable kidney stone". Donor was also asked to follow-up with health center urologist. Discharge report instructs the donor to return to ER if pain persists and to drink 2l of fluid daily. Report also states that if donor passes the "stone" that they are to bring it in for analysis. ER prescribed the donor 5mg of anexsia and to take 1-2 pills every 6 hours for pain. Also listed on the report was mention of an elevated bilirubin that needed to be rechecked at the health center. No further information provided by donor or ER.